Event description:
A customer reported that there was no ultrasound action available in sculpt mode during a cataract with intraocular lens (iol) implant procedure. The handpiece was exchanged but the issue did not resolve. After exchanging the console, the case was able to be completed. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported event; no problem was found. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log was completed and no system messages were observed related to the customer reported event of no phaco available in sculpt mode. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the customer reported event cannot be determined conclusively. (B)(4).